Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, there was a burn at the pencil side. The actual incident was patient had a slight burn at the leg due to diathermy pad. The nurses only able to notice when they drape out the patient from the operation theater. There was no issue at the generator.